Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps instrument conductor wire was broken. No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the maryland bipolar forceps instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up and confirmed that the maryland bipolar forceps (mbf) instrument had full conductor wire breakage. There was loss of cautery with the damaged wire. No thermal damage. No instrument collision. A backup instrument was used to complete the procedure. Isi has received the mbf instrument. Failure analysis confirmed a full conductor wire breakage. No thermal damage was identified and the instrument failed an electrical continuity testing. This confirms the customer-reported issue. Additionally, further inspection identified a frayed grip cable. This observation is unrelated to the damage to the conductor wire.